Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a staple line appeared to be incomplete after a sureform 45 white reload was fired with a sureform 45 curved-tip stapler instrument. When transecting the pulmonary artery, the suture line was not fully stapled, resulting in bleeding. The amount of bleeding, intervention required to control the bleeding and current patient status are currently unknown. The procedure was completed with a 15-to-30-minute delay. The following information is unknown: the cause of the customer reported issue, the estimated blood loss associated with the complication, and what surgical intervention was rendered due to the incomplete staple line and bleeding. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed that a sureform 45 curved-tip stapler instrument was installed on the system 8 times and fired 8 sureform 45 reloads (4 blue, 3 white, 1 green). On installs 1-5, 7, and 8, the first clamps were successful, and the firings were each completed with no pauses for compression. In install 6, the first clamp was incomplete. The next clamp was aborted by the user. The 3rd clamp was successful, and the firing was completed with 2 pauses for compression. There were no stapler related errors in the logs.